Event description:
It was reported that air was detected. During a pulse field ablation procedure, a faradrive steerable sheath was prepared and introduced into the patient. While advancing the farawave catheter through the faradrive sheath and performing aspiration, air bubbles were observed within the sheath. Faradrive sheath was replaced with a new faradive sheath to continue procedure without further issue. No patient complications were reported.